Manufacturer narrative:
(B)(4). Due to lack of information, including identification of the relevant strattice lot, a relationship to strattice was not confirmed. Lifecell reports the event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted. Device not returned for evaluation.

Event description:
It was reported to lifecell that a patient underwent repair of incarcerated ventral hernia with strattice on (B)(6) 2015. The hernia recurred and the patient was returned to the operating room (or) on (B)(6) 2016. It was found that islands of strattice had not incorporated. The hernia was repaired laparoscopically with a synthetic mesh.